Event description:
It was reported by the patient that the pod had a partial deployment while applying a new pod, insulin was observed leaking beneath the pod via the viewing window, and the cannula was reported to not have fully inserted and was visible upon removal. The patient reported subsequent hyperglycemia, with blood glucose readings up to 26 mmol/l (468 mg/dl) and ketone levels up to 5.4. Medical assistance was not sought, and the condition was managed with long-acting insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.